Event description:
It was reported that the programmer did not have telemetry. The head was changed out but the situation did not resolve. The programmer was returned for service. No patient complications have been reported as a result of this event.

Event description:
It was reported that the programmer did not have telemetry. The head was changed out but the situation did not resolve. The programmer was returned for service. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: product ID 2067, radio frequency programmer head; product ID 229047, software analyzer. (B)(4).

Manufacturer narrative:
Product event summary: analysis confirmed the customer comment that the programmer did not have telemetry, therefore the link electronic module board was replaced and calibrated. Analysis also found a noisy system fan which was also replaced. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.